Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 200mm thoracic aortic dissection. It was reported that during the index procedure the physician had first implanted a 28x28x80mm stent graft 180mm from the subclavian. A 34x34x200mm stent graft was then implanted proximal to the first stent graft, in the area distal to the subclavian artery. After this it was found that the actual covered length of the stent graft was shorter than it should have been and so there was no overlap between the two implanted stent grafts. It was noted that the packaging of the stent grafts was the same as previously used and no errors or mislabelling seen. It was also noted that the physician adhered strictly to the surgical plan in choosing the device.to resolve this event, another 24x24x80mm stent graft was implanted to connect the two stent grafts. It was noted that this size was chosen due to the limited stock available and as an emergency measure as the patients condition required it. As per the physician, the cause of the event was due to insufficient length of the stent grafts. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary; manufacturing review of the stent graft DHR (device history record) confirmed that the stent graft covered length measured 206mm; within the specification of 212 +/- 10mm. The stent graft was confirmed to have been manufactured and tested in accordance with the defined process and quality control specifications before release from the manufacturing facility. Additionally, DHR review of the stent graft covered length just prior to loading the stent graft into the delivery system recorded a covered length of 205mm (within specification). The number of stent rings seen from the image (n=10 covered stents) is the specified # of stent rings for a (B)(4). Therefore, this does not appear to have been a mislabeled or undersized (short) stent graft that was implanted. Potential causes of the shorter than expected length seen in the films could be related to the thoracic arch curvature, as well as due to the calibrated catheter pulling slightly away from the outer curvature and not tracking along the longest length. In addition, the spacing between the stent rings appeared to shorten across the arch, as compared to the proximal and distal end, indicating some stent graft compression/shortening during implant due to the flexibility and conformity properties of the stent graft which does not have a connecting bar to eliminate stent graft compression. If information is provided in the future, a supplemental report will be issued.